Manufacturer narrative:
(B)(4). Date sent: 2/18/2026 d4: batch #unk a manufacturing record evaluation was performed for the finished device long60a lot number m9a59z and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that there was an incomplete row of staples distal over a short distance. Next row of staples was parallel directly below the first row of staples. Slightly lapping in length. Thus generated a flawless continuous closing clamp thread. There was no patient consequence nor surgical delay reported. No additional information provided.